Manufacturer narrative:
Investigation results: device analysis findings: nc emerge mr, ous 2.50mm x 8mm was returned for analysis. A visual and tactile inspection identified multiple hypotube kinks. A visual and tactile inspection of the shaft polymer extrusion identified no issues. A visual and tactile inspection identified a balloon tear. A microscopic examination of the balloon tear noted a 6mm longitudinal tear in the balloon material. A microscopic inspection of the distal tip showed no signs of damage. A microscopic examination of the distal and proximal markerbands identified no damage. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition as it is most likely that anatomical factors (severely calcified) were met which resulted in the reported event of failure to cross the lesion and as a result it is most likely that unintentional force was applied to the device resulting in the reported shaft kink. This code was selected as the most probable complaint cause based on the information available. Kinks in the hypotube shaft were identified during device analysis, confirming the reported kink.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that shaft kinked and crossing difficulties were encountered. The target lesion was located in the severely calcified coronary artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced but failed to cross the lesion, and a kink has occurred. The device was removed, and the procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed balloon torn longitudinal.